Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Furthermore, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's blood glucose (bg) level was 400 mg/dl and over 600 mg/dl with large ketones, not identified as dangerous by healthcare provider. Elevated bg caused customer to experience vomiting. Reportedly, the customer addressed their bg with a manual dose injection and bolused via the pump. Customer reverted to manual dose injections for insulin therapy.